Manufacturer narrative:
(B)(4). Exemption number e2014005. (B)(4).

Event description:
The complaint was reported by a customer from (B)(6). Delivery issue.

Manufacturer narrative:
G.1 distributor information: ICU medical, inc. Us service center (B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The compliant was reported by a customer from canada. Delivery issue.